Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an interventional electrophysiology (ep) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 8f and 14f sheath and the ep procedure was completed. Reportedly, the knots of both devices were successfully advanced; however, did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.